Event description:
A zoll logistics specialist contacted zoll customer support to report that the spouse of an (B)(6) female pt reported the pt's death. The pt's spouse also reported that when the pt lost consciousness the device did not alarm.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (pt death) has been investigated. Upon receipt the electrode belt failed the front end test due to excessive noise. The cause for the excessive noise was an out of tolerance component, v4, in ECG-a and ECG-b. Component v4 is a voltage suppressor. Review of the pt flag files and ECG recordings show that the device properly detected for bradycardia and asystole prior to the introduction of noise to the signal. Per the call report, resuscitation attempts were performed on the pt. The root cause for the out of tolerance v4 components cannot be positively identified but is likely fractured connections due to excessive force placed on the ecgs during the resusitation attempts. No adverse event resulted from the defective v4 components. There is no evidence that the defective v4 components caused or contributed to the pt¿s death. Device eval of monitor (B)(4) has been completed. The reported problem (pt death) was investigated. Upon eval, the monitor was fully functional. The death analysis concludes that the device properly detected bradycardia and asystole. No treatment sequence was initiated for asystole or bradycardia, as these are non-shockable rhythms. While monitoring the pt¿s rhythm, no sustained ventricular tachyarrhythmias were detected.